Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had noise episodes. The rv lead was explanted and replaced. No additional information was reported.